Event description:
Information was received from a patient who was receiving fentanyl (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that for about a couple of weeks it started taking about 15-30 min to get the ptm to connect to the pump and it has been gradually getting worse. The patient stated getting no pump found, then no pump response, then the connection lags at 5% then 8% and so on and it takes a super long time. The patient stated that they charge the external devices daily. The patient denied no falls or trauma. The patient mentioned that the pump was on the patient's backside and the pump was tilting. The patient stated that the pump has been tilting for about a year or so. The patient noted that the physicians do not seem too worried or concerned about the pump tilting and stated they just push it where it needed to be in order to fill it. While on the call with patient services, the patient was able to connect to the pump right away; however, the connection did lag 1 or 2 times but connected rather quickly. No symptoms/patient complications were reported. An email was sent to the repair department.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.